Manufacturer narrative:
Once the investigation has been completed, any additional information will be reported in a supplemental report.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drivers were broken. According to the sr, they were broken during the screw extraction. There was no adverse consequences.

Manufacturer narrative:
Investigation summary: the reported event of the solid screwdriver hex 2.5mm ao fitting tip breakage could be confirmed. Based on investigation, the root cause of the determined event was attributed to a user related issue. The tip breakage was caused by overload. Notes. The instructions for use for instrument report: ensure that you are familiar with the recommended uses, compatibility and correct handling of the instrument; for your information, avail yourself of the training courses and publications offered by stryker (e.g. Operative techniques). Only use an instrument for its intended purpose. Improper use of instruments might lead to loss in function or usage. Always treat the instrument carefully to avoid surface damage or alterations to the instrument geometry. In the course of the operation, repeatedly check that the connections required for precise positioning between the implant and instruments, or between the instruments themselves, are secure.¿ [original statements] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation.

Event description:
During the inspection of the returned loner instruments from the hospital, it was found that the tip of the drivers were broken. According to the sr, they were broken during the screw extraction. There was no adverse consequences.